Manufacturer narrative:
Hamilton medical ag ref. (B)(4). Investigation ongoing

Event description:
Hamilton medical ag received the following event description: the device generated te 231032 on (B)(6) 2026 during ventilation. The ventilator was exchanged. No harm to the patient was reported.